Event description:
A customer contacted beckman coulter inc. (Bec) stating that the coulter lh 750 instrument generated high white blood count (wbc) on one (1) patient sample. Result print outs also showed elevated hemoglobin (hgb) results. The sample gave no instrument generated messages, however did give "h&h failed" message. Specimen was warmed and rerun due to h&h check failed message. The repeated results were considered correct. No erroneous results were reported out of the laboratory. There was no death, injury, or affect to patient treatment.

Manufacturer narrative:
Samples were drawn in 5 ml vacutainer tubes. The customer indicated that the instrument is currently performing within qc specifications with respect to controls and reproducibility. Controls were confirmed to have been run after the incident. A bec field service engineer (fse) was dispatched for this event. The fse replaced the shear valve (cvl85) due to poor operation after visual inspection. The sample line to the diff mix chamber and the diff mix chamber were also replaced. No further issues were seen after service was performed. The fse did not see any evidence of any other parts of the instrument (associated with not wbc/hgb results) working improperly.